Manufacturer narrative:
Product involved in incident was not returned for evaluation. If product is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Customer is using techlite pen needles. She is using part 234132. Lantus and humalog quick pen. She stated that the techlite pen needles weren't releasing any insulin. Walked customer through steps to troubleshoot the pen needle. I asked caller to remove the paper and twist the pen needle onto her insulin pen. Asked caller to adjust insulin to about 2cc to test if insulin will be released. She pressed the button and insulin was released. Explained that it appears that her pen needles are working. She stated that five times a week it doesn't work to release insulin. Explained that I will replace her pen needles and send a new box with a pre-paid return label. (B)(4).